Event description:
The customer contacted stryker to report their device did not complete the boot up cycle. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.